Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid endoscope telescope color ring came off. The issue occurred during reprocessing. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, the reported error descriptions are most likely due to the effects of a large mechanical force caused by an impact or fall. However, the definitive cause could not identified. Olympus will continue to monitor field performance for this device.